Manufacturer narrative:
Eval summary: the alleged device was returned and evaluated. Delivery accuracy tests were performed, the device was found to fail the static flow test. Visual examination revealed a mfg defect in the upper valve fluid path.